Event description:
Customer reported an unexpected negative reactions with five samples known to contain anti-e, during validation of the antibody screen using pooled cell (pool assay) on the galileo instrument.

Manufacturer narrative:
Images from the instrument were retrieved. A dark substance was present under the wells in the wellfill and finalread images, indicating that the substance was not actually in the well. It is possible the strips were dirty or the mirror was not cleaned. The customer reported they had cleaned the mirror, but did not clean the light diffuser. It is possible dirty strips caused the event. The customer was told to examine the bottoms of the wells to make sure no substance was accidentally transferred to the strips. The instrument was operating as expected. The customer did not return product or sample for investigation testing.